Manufacturer narrative:
(B)(4). (B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was returned to baxter and an evaluation was completed. Visual and function inspection was performed and no issues were observed. The reported connection issue could not be verified. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).

Event description:
This is a report of a connection issue between the transfer set and an adapter during peritoneal dialysis therapy. Once the transfer set was screwed on, it would pop off or become loose. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available. This is report 2 of 3 for this event.